Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a damage/cut to the bushing/tubing assembled to the patient adapter was observed. Due to the nature of the sample, no further evaluation could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in june 2023. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged (at the tubing/patient connector junction); further described as "damaged catheter". This was observed during use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.